Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 2 of 2 reference MFR report#1627487-2016-03732. It was reported the physician observed cerebrospinal fluid shortly after the permanent implant once the needles were removed out of the epidural space. Reportedly, the procedure was completed with all devices implanted. Postoperatively, the patient experienced a slight headache. As a result, the patient was admitted to the hospital overnight, treated with IV fluids, and subsequently discharged the following day. The issue is resolved